Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm approximately four months ago. The vessel morphology at the time of implant was reported as moderate to severely tortuous and the left hypogastric artery was coiled. It was reported that the patient presented with leg pain which required an angiogram to be performed. The films demonstrated that the contralateral limb was occluded. The decision was made to perform a right to left femoral to femoral bypass. No additional clinical sequelae were reported and the patient is fine. Review of a single returned image shows that the bifurcated stent graft appears to be partially occluded.

Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (moderate to severe iliac tortuosity). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (moderate to severe iliac tortuosity).